Event description:
Pt's trancheostomy tube cuff would not hold pressure. Cuff had been filled with approx 8cc sterile h2o. Trach tube was pulled and replaced a small hole was found at the union of cuff and line coming from pilot balloon.